Manufacturer narrative:
Exact date unknown, event occurred a few months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.